Event description:
It was reported to philips that the device fails the operational check. The customer worked with the technical support representative. The customer is to repeat and monitor routine testing and call back if necessary if any problems. It has been months with no call back. No further action at this time.

Manufacturer narrative:
H3 other text: customer did not respond to communication.

Event description:
It was reported to philips that the device fails the operational check. There was no patient involvement.